Event description:
During post-dilatation of a precise placed in the aortic isthmus of a male pt, the 4x18 maxi ld balloon could not be deflated fully and during the attempt to withdraw it back through the csi, difficulty was experienced. The balloon then was surgically removed by arterial cut-down at the insertion site. The stent remained in its desired location, and the pt's status was noted as stable. An indeflator was used. The balloon was saved and will be returned for stable. An indeflator was used. The balloon was saved and will be returned for analysis. It should be noted that the maxi balloon was past its ubd when used. The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable mfg quality plan as well.